Manufacturer narrative:
One sample of endotracheal tube was received for evaluation. An inflation/deflation test was performed 25cc of air was applied to the cuff using a syringe and it was observed the cuff deflated after seconds. A visual inspection was performed and it was observed the cuff presents two small cuts, the failure mode cut in cuff is confirmed. The cause of the observed condition was determined to be the cuff deflated after seconds. The product relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tubing was found cracked right after intubation. The customer reported that there was no patient harm.